Manufacturer narrative:
The returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer. The burr was received within separate packaging on the rotawire used in the procedure. The advancer, handshake connections, housing, sheath, coil, burr, and annulus were visually and microscopically examined. Inspection of the device found that the coil was stretched at the point of detachment from the burr. There were no further damages identified to the device. Functional testing was performed by attempting to advance the returned rotawire through the rotapro device. The returned rotawire was able to be advanced and removed from the rotapro device with no resistance or issues. Product analysis confirmed the reported detached burr, as the burr catheter was received detached from the rotapro device. The reported stuck on guidewire issue could not be confirmed, as the burr was able to be removed from the rotawire, and the returned rotawire was able to be inserted through and removed from the returned rotapro device with no resistance or issues. The reported difficulties encountered during removal could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that tip detachment and device entrapment occurred. A rotapro 2.25mm and rotawire drive were selected for use for an atherectomy treatment to the right coronary artery (rca). Ablation was first performed with a rotapro 1.75mm. Then the 1.75mm was replaced with a 2.25mm rotapro and ablation was performed three times at 180,000 rpm. During dynaglide mode the rotapro 2.25mm and rotawire drive became entrapped during withdrawal. The tip of the rotapro 2.25mm detached and remained in the proximal rca. Retrieval attempts were performed using a guide catheter. The detached tip could not be retrieved. A balloon catheter was then advanced and inflated at the back of the burr and the entire guide catheter was removed. The procedure was completed with another device. No patient complications were reported.

Event description:
It was reported that tip detachment and device entrapment occurred. A rotapro 2.25mm and rotawire drive were selected for use for an atherectomy treatment to the right coronary artery (rca). Ablation was first performed with a rotapro 1.75mm. Then the 1.75mm was replaced with a 2.25mm rotapro and ablation was performed three times at 180,000 rpm. During dynaglide mode the rotapro 2.25mm and rotawire drive became entrapped during withdrawal. The tip of the rotapro 2.25mm detached and remained in the proximal rca. Retrieval attempts were performed using a guide catheter. The detached tip could not be retrieved. A balloon catheter was then advanced and inflated at the back of the burr and the entire guide catheter was removed. The procedure was completed with another device. No patient complications were reported.